Manufacturer narrative:
The emergency battery error alarm as reported was confirmed during patient file review. During battery evaluation a cell under voltage (cuv) flag and a pack under voltage (puv) flag were observed, however no permanent faults were recorded. This is an indication that the emergency battery was depleted and may need longer than the usual one hour to fully charge. The emergency battery was allowed to charge for approximately 48 hours. After charging, the battery was re-evaluated and found to have fully charged, thus confirming that the battery is functioning as intended. Since the driver was returned with the key switch in the "on" position it is likely that the driver operated for an extended period of time powered by the emergency battery, causing it to become depleted. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4864 follow-up report 1.

Manufacturer narrative:
The companion 2 driver is being evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited an emergency battery error alarm.